Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with automated peritoneal dialysis (apd). The cause of the umbilical hernia was unknown. On the same day as receiving the umbilical hernia diagnosis, pd therapy was discontinued and the patient was placed on hemodialysis (hd) due to the hernia event and upcoming surgical repair. One day later, the patient was hospitalized and underwent hernia repair surgery the same day. The following day, the patient was discharged from the hospital. At the time of this report, it was anticipated that the patient would remain on hd therapy for approximately six to eight weeks and then return to pd therapy once medically cleared. It was reported that the patient did not experience any known issues with the homechoice prior to the diagnosis of the hernia and it was stated that the homechoice ¿had been working just fine without any problems¿. At the time of this report, the patient was recovered from the umbilical hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.